Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event.

Event description:
Catheter leakage from the venous line during crrt treatment.